Manufacturer narrative:
The event was reported by the (B)(6) affiliate. The customer is currently studying in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion sets keep falling off and the customer has experienced "bad" blood glucose levels as a result. No adverse event was reported. It is unknown if product will be returned for evaluation.